Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of left breast prosthesis. Concomitant medical products: mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, serial #(B)(4). Manufacturer¿s reference number: (b)(4.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. Slow deflation of the patient¿s left breast prosthesis was diagnosed by a healthcare professional. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient had both breast prostheses removed and they were replaced with unspecified breast prostheses. It was observed during explantation surgery that the patient¿s removed left breast prosthesis was intact. Device code 1546 ¿material rupture¿ no longer applies to this event. In addition, ¿is product problem¿ no longer applies to this event. Manufacturer¿s reference number: (B)(4).